Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not recharged her ipg as recommended. In turn, the patient's ipg has been unable to communicate with her external devices due to it being inoperable. As a result, the patient plans to undergo surgical intervention.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced with a different model.